Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, information was received from a consumer regarding a male patient who was being treated with dilaudid via a trial for non-malignant pain. On an unknown date, the patient could not tolerate the drug during the trial. The patient's healthcare provider (hcp) "knew that he was allergic to the drug and they put it in there; that they knew he had an allergic reaction during a trial and the doctor put the pump in anyway". The patient "got violently ill for three days" and ended up throwing up from dilaudid for three days. About an hour after the trial, the patient was sitting in the chair starting to come to and he thought he was getting sick; that he could not get out of bed because every time he lifted his head off the pillow he became violently ill; that he could not eat for three days. On (B)(6) 2015, additional information was received from a consumer. It was reported a trial was first done in "2012." It was a single injection and was only supposed to last a couple of hours. The patient had a reaction to the anesthesia that lasted for 2-2.5 weeks and the patient could not get out of bed. The trial began at 10am and was supposed to last an hour but at 5pm the patient was throwing up, vomiting, sick to his stomach and could not stand up. Per the patient, the drug was not dilaudid or morphine, but the "synthetic derivative of dilaudid." The patient was passing and blacking out. The patient failed the trial.